Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered significant mental and physical pain and suffering, has sustained permanent injury, has undergone corrective surgery, may have difficulty bearing children, has suffered financial or economic loss including, but not limited to, obligations for medical services and expenses, and has endured impaired physical relations.